Event description:
Customer reported the system will not save or swap images. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and corrected a bad contact in the b 304 board. System operates as intended.